Manufacturer narrative:
Additional information received indicating that during implantation procedure, a small part of the coil end was protruding in the parent vessel and was pushed inside the aneurysm.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Therefore, the alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment and clot formation as potential complications associated with use of the device.

Event description:
It was reported that during a treatment of an mca aneurysm, the coil stretched during positioning and detached from the delivery pusher. Thrombus formation was reported. Tirofiban was administered and the thrombus was lysed. No patient harm was reported. The patient is reported to be "well off."